Event description:
I had the essure implanted after my son was born in 2010... I have had nothing but problems since. I needed a hysterectomy last year according to my gynecologist. She is the same doctor that put them in place. I did not have (B)(6) to pay and I still dont have the money. I have insurance through work but that's how much I have to pay upfront. I had x-rays done last week. And one has migrated way up. Now I will have to see another doctor. I need these items out and they should not be on the market.